Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited no pacing, high thresholds and pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. A revision procedure was performed and the system was removed from service and replaced. There were no visible abnormalities observed on the lead or the device and no evidence via fluoroscopy either. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. [Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.] The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.